Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as looking like an open burn mark under the electrodes. The patient reported a known history or thin and sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the rash. Outcome of the rash is unknown.